Event description:
The lay user / patient contacted lifescan (lfs) on january 19, 2007, alleging that his ultra 2 meter powers off during use. A medical affairs specialist (mas) spoke to the patient on january 22, 2007 and obtained the following information: the patient obtained the meter from a friend on january 18, 2007. The meter was a used meter and not an 'out-of-box' meter. The patient had not tested his blood glucose for a couple of days prior to the 19th, since his old meter (non-lfs) was not working. The patient woke up on january 19th feeling dizzy and shaky. He claims he had the symptoms all day. He attempted to test with the ultra 2 meter for the first time on the morning of the 19th; however, the meter powered off during use. He took his oral medication and then ate breakfast. Around 3pm, he attempted to test again on the subject meter and the meter powered off during use. He then ate dinner around 3:15 pm and around 8pm, his symptoms got worse; then, he decided to go to the ER. He did not attempt to retest his blood glucose prior to going to the ER. In the ER, his blood glucose reading was 595 mg/dl and he was treated with 10 units of insulin. He does not recall the type of insulin he was treated with. He was advised to stay overnight; however, the patient refused and went home an hour later. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. Customer care advocate (cca) educated the patient about the automatic shutoff and had the patient retest and issue was resolved over the phone. Although the issue was resolved via troubleshooting, cca sent the patient a replacement meter. The patient did not attempt to test with the reported device before going to the ER. The patient was already "in injury" prior to testing since he had experienced the symptoms all day. However, this complaint is being reported since the patient alleges his symptoms worsened while unable to test on the meter. He was treated for hyperglycemia in the ER.